Event description:
The customer stated that, she had attempted to test her blood glucose, but kept receiving e4 error messages. She was unable to get a reading with her breeze meter. The customer was sweating and not feeling well, so she called the paramedics. They tested her glucose at 33 mg/dl using their meter. The customer did not go to the hospital, but paramedics had her eat something in order to raise her blood glucose. Paramedics tested her glucose at 84 mg/dl after eating. The meter and test strips are to be returned for evaluation, and replacement products were sent to the customer.